Event description:
It was reported by service report that the weld broke where the side rail mounts. There were sharp edges and the siderail was unable to latch upright. No patient involvement or adverse consequences are reported.